Event description:
Patient with heartmate iii left ventricular assist device (lvad) with history of chronic pseudomonas lvad-related infection and relapse bacteremia was admitted due to another relapse of bacteremia with pseudomonas. Imaging does not reveal any drainable collection or need for surgery. A fluctuant area in the subxyphoid space was biopsied and deemed to be a sterile hematoma. IV antibiotics were started and blood cultures cleared. A course of zosyn and oral cipro was ordered and oral vancomycin was ordered again for clostridioides difficile.